Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and potassium (k) results generated by the unicel® dxc 600 synchron® chemistry analyzer.a patient was tested and gave na results of 108 and 110mmol/l with a repeat result of 140mmol/l and a k result of 2.9mmol/l which repeated at 4.1mmol/l.a second patient when tested gave na results of 106 and 107mmol/l which repeated at 136mmol/l and a k result of 2.8mmol/l which repeated at 3.9mmol/l.it is unknown if there was an affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were serum.no calibration or qc issues were noted before the event. Qc run after the event was low.bci hotline recommended routine troubleshooting and customer flushed the sample probe which resolved the issue.a malfunction will be assumed for the purpose of this report.